Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. This will be supplemented if device eval becomes available.

Event description:
The subject device was used during a hepatectomy. Several short circuit messages were displayed. So, the surgeon decided to stop using the subject device. Sales rep checked the device and he noticed the ptfe pad of the device was severely worn away. There was no pt injury reported.